Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable as additional information was received indicating that the pacemaker was explanted due to therapy upgrade and replaced with a cardiac resynchronization therapy defibrillator.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. This device was explanted and successfully replaced. No additional adverse patient effects were reported.